Event description:
It was reported to boston scientific corporation that the initial procedure was completed with this sling system and that the sling was not removed from the patient. The physician has seen the patient for a follow up visit and the patient was reported to be "fine" and had no further complications.

Event description:
It was reported to boston scientific corporation that a prefyx prepubic sling system was used during a midureteral sling procedure. The patient age was reported to be over 18 years. According to the complainant, the patient presented with swelling of the right labia and a fever immediately post procedure. The physician confirmed there to be an abscess and infection in the patient's right prepubic area. The abscess was then drained through the labia under a local anesthetic. The patient was prescribed levaquin and doxycycline and was hospitalized for six days post procedure. It was reported that when the patient was discharged, the swelling, redness and induration had decreased considerably. On may 23, the patient was reported to be recovering and still on antibiotics.